Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell and flow transducer tests during pre-use check. During inspection at site, by our field service engineers at the hospital site, it was found that the o2 gas module was defective and the reported issue has been resolved after replacing it. The defective gas module didn't return for investigation and no device logs were provided. Therefore, no root cause can be defined.

Event description:
It was reported that the ventilator failed o2 cell and flow transducer tests during pre-use check. There was no patient involvement. (B)(4).